Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would delay in responding to presses. Reportedly, the screen would "flicker" and then "freeze". At the time of the report, the customer reported that the issue would mainly occur at the "delivery summary" screen in the history of the pump. The issue occurred at the time of the pump, but the delay cleared and the customer was able to access the screen. The customer's blood glucose was 357 mg/dl. Customer would continue to use the pump for insulin therapy.